Event description:
It was reported that the physician's handheld would not power on after being plugged in and charging. The charging indicator light was illuminated when the handheld was plugged in to an electrical outlet. A company representative performed troubleshooting by ensuring the screen lock was not engaged and the battery cover latch was confirmed to be in the locked position. The battery was attempted to be removed by unlocking the latch; however, the cover was unable to be removed. The latch lock was again placed in the lock position and the handheld was attempted to be powered on; however, the handheld would still not power on. The physician was provided a new programming tablet and the handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 07/09/2015. No anomalies associated with the battery latch were identified during the analysis. The returned handheld was able to power on and off. During the analysis, it was identified that the handheld display would not show an image when the device was powered on. The backlight would turn on, but the display image was solid white. The cause for the identified anomaly is associated with a defective display. No further anomalies were identified. Analysis of the flashcard was completed on 07/09/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.